Event description:
It was initially reported that the pt claimed to have used their magnet 6 times between appointments but the last magnet activations recorded on the physician's handheld was from (B)(6) 2010. Review of the MFR's programming history database showed that the last magnet activation also was from (B)(6) 2010. Good faith attempts for more info and programming history have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history.